Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer changed the pump last night and her blood glucose continued to go high. Customer was given a syringe dose and woke up vomiting. Customer changed the set again and at the fill tubing menu, the pump was pouring out insulin and would not advance to the next menu. Caller stated that the insulin was squirting out during the manual prime process. Caller stated that the customer was not wearing the pump during priming. Customer's current blood glucose was 546 mg/dl. Customer took a bolus and 30 minutes later, her blood glucose was at 397 mg/dl. Caller stated that the insulin did not continue to drip after letting go of the act button. Caller stated that the motor slowed down and the numbers ramped up on the screen. It was explained that the infusion set change resolved the issue. Customer declined to perform the high pressure test. Customer was advised to contact her health care professional about the elevated blood glucose.